Manufacturer narrative:
(B)(4). The field complaint of insulation damage was confirmed. External abrasion breaching the outer insulation was noted at 7.9 cm to 8.1 cm from the connector pin consistent with lead friction to the device. Additionally, an external abrasion was found 6.8 cm to 7.3 cm from the distal tip consistent with friction to another implanted device or feature of the patient¿s anatomy. (B)(4).

Event description:
It was reported that during a device change out procedure, the right atrial lead exhibited insulation anomaly. The lead was explanted and replaced. The patient was in stable condition.